Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening and brown particles. A leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a striated edge opening on posterior side consistent with the use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on posterior side due to surgical damage. The events of "pain and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right "back pain." Additionally, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.